Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert, (lia). Rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-non-sustained episodes less than 220 milliseconds on 26/dec/2015. Sensing integrity counts went up to 196 (within 49 days) along with vt-ns and high rate-ns episodes and evidence of oversensing during sep 2015 and dec 2015. (B)(4).

Event description:
It was reported that the patient presented to the clinic due to an alarm. Interrogation of the device indicated a sensing issue with the lead with triggered a lead integrity alert (lia). The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.